Event description:
A family member reported that the up arrow buttons were really hard to get to work; she was unsure on how long the pump had this issue. The patient reportedly wore the pump in a pump case in a pocket and cleaned the pump with a damp paper towel.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up and down arrow buttons were found to be intermittently responding to presses and required increased force to engage. The keypad was removed and contamination was observed under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).